Manufacturer narrative:
The no therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and no attempts to reprogram the waa have been ruled out as potential causes. Additionally, the patient did not engage in activities with excessive twisting or bending and did not experience a fall. However, the questionnaire shows the clinician did not create subcutaneous receiver pocket, tie knots, coil receiver, and knot around the coil. It was confirmed that the only method utilized for securing the lead into the tissue was suturing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of loss of therapy is migration. However, the cause of the migration is due to inadequate fixation as the clinician did not create subcutaneous receiver pocket, tie knots, coil receiver, and knot around the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported a loss of therapy and migration was confirmed via x-ray. On (B)(6) , 2023, it was reported that the migration resulted in the skin being pierced from the inside out which caused new pain and signs of erosion. The patient reported that the pain area was red and very painful but the skin was not punctured. An explant procedure was performed on (B)(6) 2023. No additional issues have been reported.